Event description:
Anastomotic leak, pelvic abscess. Pt with a history of chronic ulcerative colitis, status post subtotal colectomy and ileostomy, and was admitted to the hosp in 2000 for completion proctectomy, creation of a j-pouch, ileoanal pull-through and closure of ileostomy. Pt was enrolled in the study and had the surgery the next day. Four sheets of seprafilm, lot #389426 were placed at the following sites: right and left abdominal sidewall, pelvic floor, small bowel, omentum, bladder, retroperitoneal surface adjacent to descending colon, under abdominal wall incision and at the ostomy site. Postoperative day 10 the pt experienced nausea, bilous emesis, and frequent watery bowel movements. Pt's white blood cells was evelated. CT scan with contrast of the abdomen and pelvis revealed fluid and air collection suspicious for a pelvic abscess. Percutaneous drainage of the collection obtained about 25cc of fluid. Culture of this fluid indicated enterococcus faecalis. Fistulogram ten days later revealed contrast entering the pouch. The pt was placed on antibiotics and on total parenteral nutrition. The pt is currently afebrile, vital signs are stable, and is recovering steadily. The principle investigator assessed the events as possibly related.